Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18719). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a merlin.net transmission showed premature battery depletion. The remaining battery longevity dramatically dropped from the expected longevity since the last transmission one week prior. A device replacement planned. No further information available at this time. New information received states that the device was explanted and replaced. The patient condition was normal.